Event description:
User experienced a leak coming from the analyzer onto the floor. No patient samples were involved. No operators slipped or were harmed. The filed service representative determined the cause to be pierced wash station straw stoppers and replaced them.